Event description:
It was reported by the customer "we have had four huber needles leak on the hub end." No other information was provided. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "we have had four huber needles leak on the hub end." No other information was provided. This report addresses the first device. Additional information received 12/27/2022: the only risk to the patient was that they need to have their port recannulated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site is confirmed and was determined to be supplier related. One 19 ga x 0.75¿ powerloc max with a needleless injection cap attached was returned for evaluation. A functional test involved removing the needleless injection cap and inserting a 12 ml slip-fit syringe at the y-site connection area was performed. Water was injected into the device, and this revealed the crack at the y-site adjacent to the molding seam. A microscopic observation revealed the split to be longitudinally aligned with the molding seam. Whitening around the split was observed with the slip-fit syringe still inserted into the powerloc max y-site. The complaint of the powerloc max device leaking at the y-site is confirmed as this is a known supplier issue. The supplier was notified of this event, and bd is working closely with the supplier to prevent recurrence of the reported event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "we have had four huber needles leak on the hub end." No other information was provided. This report addresses the first device. Additional information received (B)(6) 2022: the only risk to the patient was that they need to have their port recannulated.